Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The device associated with this report is not available for investigation, however, the customer reported that the report of no audio was isolated to the main pcb by troubleshooting efforts in house. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.